Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and product return and retains analysis. The DHR was reviewed and the involved lot met manufacturer specification at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of "suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 09/05/2015 to 12/07/2015 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." One suspect bi was received: the ci disc is yellow, the cap is depressed, there is yellow media in the crushed vial which confirms the complaint. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures on the outer vial or tyvek® liner that would be consistent with false positive from external contamination. No manufacturing related anomalies observed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. It is unlikely that the suspected positive bi was caused by a performance issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review did not exceed trending. Additionally, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely since the customer reported subsequent bi was negative for growth. The cyclesure® retains met functional specification when used per IFU. The issue will continue to be tracked and trended. A customer letter will be sent summarizing investigation results at the request of the customer.

Manufacturer narrative:
(B)(4). Brand name - the correct brand name is scbi cyclesure® s&I. Catalog number - the correct catalog number is 14324-02; lot number - the correct lot number is 24815276; expiration date - 02/29/2016. Device manufacture date: 09/2015

Event description:
The customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad cycle. The bi was incubated for 51.5 hours. The affected load was not released for use. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.